Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg reached end of life and patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.